Event description:
It was reported that noise on the pace sensing channel leading to oversensing was observed on the right ventricular (rv) lead. The rv lead was programmed off and was pending lead revision at a future date. The patient was stable.

Event description:
New information notes the right ventricular (rv) lead was capped (B)(6) 2023 and replaced. The patient was stable before, during and after the procedure.